Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a surgery for extending the vertical expandable prosthetic titanium rib (veptr) of hybrid type on the left and right side to 1.5cm and of cradle type on the right side to 0.5cm, and exchanging for three gold clips at once on (B)(6) 2013. The patient has a congenital scoliosis and takes a follow-up on an outpatient after the surgery of veptr extension. On (B)(6) 2013, the mother found that the implant was stuck out on the right side back while taking a bath, and visited the hospital. The next day ((B)(6) 2013), the surgery of irrigation and saturation was performed. The infectious disease was negative. From the doctor¿s point of view, due to the cause of sticking out of implant was due to stress to the surgical incision. This complaint is on an unknown veptr implant. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). This report is on an unknown veptr implant. Part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The device is unknown, therefore the 510k number reported on the initial medwatch is incorrect. The 510k number for this device is unknown.